Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The crt-d was implanted on (B)(6) 2020. The patient suffered from heart failure. Reportedly, the patient died from unknown death cause on (B)(6) 2020.